Manufacturer narrative:
E1 - address 1(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a poor-quality image displaying error b30 on the flex deflectable videoscope. The reported allegation occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement, and no harm was reported as a result of the event.